Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05811. It was reported the patient was not receiving stimulation therapy from the scs system. Upon system evaluation the system impedance was high on multiple lead contacts. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted in the patient. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-05811.